Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No numbers going up noted. The insulin pump had cracked display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and the keypad was unresponsive to user inputs. Customer stated they attempted to bolus but the numbers would continue to increase and would not stop until they removed the batteries from the device. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Assisted customer with clearing alarm. Customer's blood glucose level was 213 mg/dl at time of reporting. Nothing further reported.